Event description:
Related manufacturer reference number:1627487-2022-06310. It was reported that the patient experienced pain at the ipg and lead sites during and after an MRI. The ipg was confirmed to have been placed in MRI mode prior to the MRI. The physician advised on cooling the painful areas. The pain has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.